Event description:
Sorin group received a report that the s5 roller pump displayed an error message and stopped during a case. The pump was power cycled and the procedure continued with no further issues. There was no pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed an error message and stopped during a case. The pump was power cycled and the procedure continued with no further issues. There was no pt injury. A sorin group field representative was dispatched to the facility to evaluate the issue. The service representative tested the pump and was able to reproduce the observed error. Two motor control boards in the pump were replaced. All subsequent functional testing of the pump found it to be working properly and in accordance with specification. The investigation is on-going. A follow up report will be sent when the evaluation is complete.